Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The user facility reported a 69-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that there was a hematoma on the left groin due to multiple puncture attempts. The physician attempted to place the impella from the left femoral side first without success and then switched to the right side. The impella was able to be placed from the right groin without issue. Following percutaneous coronary intervention (pci), the patient was transferred to surgery to stop the bleeding from the left side.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical details provided was sufficient to determine the root cause. The root cause of the access site bleeding was most likely due to use issue since the bleeding occurred due to multiple puncture attempts.